Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n188752, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a positional loss of stimulation. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that interventions included reprograming but they were unable to get stimulation in the patient¿s lower back. It was noted that the percutaneous leads were replaced with a laminectomy lead on (B)(6) 2013. It was noted that the diagnostic methods included examination or palpation. It was noted that the patient had complaints of stimulation not covering his lower back when standing. It was noted that x-rays showed that the lead tips were at t10. It was noted that stimulation was not covering the patient¿s lower back when standing. It was noted that the patient had less stimulation on the right side than normal.